Manufacturer narrative:
Based on the claim against the product by the customer noting the universal surgical manipulator (usm) 2 made an abnormal movement when the stapler was being removed and hit the patient, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) spoke with the isi clinical sales representative (csr) who was present in the surgical procedure and reported the issue. The csr stated that the usm has not reciprocated the problem and that there were no error logs related to the reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A follow-up MDR will be submitted if additional information is obtained. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the usm on the patient side cart (psc) moved unintuitively in an unintended direction while the staff was removing the stapler instrument. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the universal surgical manipulator (usm) 2 made an abnormal movement when the customer was removing the stapler instrument. The usm movement resulted in the instrument hitting the patient but did not cause any injury. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found no usm-related errors. The reporter stated that it was not a normal movement and that the usm made a vertical and horizontal movements. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.